Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/24/2024. An investigation was conducted on 07/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact btt. There were no visual defects observed on the btt. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was unable to be inflated. A syringe with fluid was used to inflate the btt. The btt did not inflate and a small stream of liquid was observed coming out of the btt. A leak was observed on the side of the silicone balloon. Based on the returned condition of the device as well as the evaluation results, the reported failure "inflation problem" was confirmed. The lot # 3000382138 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon would not stay inflated during evh case. A second vh-4000 was opened to complete the case. Small delay when a second hemopro had to be opened. No harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.